Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of the death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter lama108s09973 has been returned and investigated with retained test strip. Performed visual inspection on the returned meter and no issues were observed. Inserted batteries, indicator lights did not flash. The meter was not able to turn on with button depression; however, the meter was able to power on with known good test strips. The meter was de-cased and an internal visual inspection was performed, corrosion was observed. Unable to set time and date and unable to confirm uom (units of measurement). This complaint is not confirmed due to a use issue. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.